Manufacturer narrative:
Citation: s. De brito jr, f. Md. Outcomes and predictors of mortality after transcatheter aortic valve implantation: results of the brazilian registry. Catheterization and cardiovascular interventions (2015) 85:e153¿e162 doi 10.1002/ccd.25778 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4).

Event description:
Medtronic received information via literature review regarding outcomes and predictors of mortality after the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a multi-center registry between 2008 and 2013. The study population included 418 patients, which were implanted with either a corevalve or a non-medtronic balloon expandable transcatheter bioprosthetic aortic valve. The study population was predominantly female; mean age 82.5 years. Serial numbers were not provided. Among all patients adverse events included: valve dislodgement or malpositioning, device under expansion, increased gradient measurements, moderate to severe paravalvular leak (pvl), coronary obstruction, implantation of multiple valves, mitral valve damage/dysfunction, annulus rupture, cardiac tamponade, left ventricle perforation, myocardial infarction (mi), electrocardiogram (ECG) changes treated w permanent pacemaker implant, endocarditis treated with antibiotics and conversion to open surgery. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.